Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe and sample syringe to resolve the issue. There was no change in patient treatment reported from the customer in association with the low patient results. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer alleged multiple low erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), co2 (carbon dioxide), cl (chloride) and calc (calcium) were generated and also a qc issue on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab. There was no report of an adverse event or change in treatment due to the results. The customer stated three patients were admitted to the hospital and the patients were transferred to a higher level of care. Upon follow up with the customer, there was no confirmation or information provided in regards to any change in patient treatment.